Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the complaint was confirmed and the pins were damaged. Evaluation also found the net spacer on the housing was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue occurred during a diagnostic urology procedure. No error messages were observed. The procedure was completed with a similar device. The procedure was no impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged pins could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, the pins of the evis exera iii video system center were damaged. The issue occurred during a diagnostic procedure. There was no reported patient harm or impact due to this event.